Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('pain in the left ovary') and urinary bladder haemorrhage ('bladder bleeding') in a female patient who had essure (batch no. D31448 , c68792) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criterion medically significant), urinary bladder haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("muscle pain"), pain in extremity ("left leg pain, electrical discharge in the right foot"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss. There have been moments of dizziness with loss of balance, nausea"), dizziness ("moments of dizziness"), balance disorder ("loss of balance"), nausea ("nausea") and visual impairment ("visual disorders"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, urinary bladder haemorrhage, fatigue, myalgia, pain in extremity, disturbance in attention, amnesia, dizziness, balance disorder, nausea and visual impairment had not resolved. The reporter provided no causality assessment for adnexa uteri pain, amnesia, balance disorder, disturbance in attention, dizziness, fatigue, myalgia, nausea, pain in extremity, urinary bladder haemorrhage and visual impairment with essure. The reporter commented: essure batch numbers: d31448 (left tube), c68792 (right tube). Fatigue, muscle pain, left leg pain, electrical discharge in the right foot, pain in the left ovary, bladder bleeding, difficulty concentrating and memory loss. There have been moments of dizziness with loss of balance, nausea, visual disorders. Currently unable to live properly and especially finding a job with this disabling lifestyle. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003340) on 18-mar-2020. The most recent information was received on 30-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ('pain in the left ovary') and urinary bladder haemorrhage ('bladder bleeding') in a female patient who had essure (batch no. D31448 , c68792) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criterion medically significant), urinary bladder haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), myalgia ("muscle pain"), pain in extremity ("left leg pain, electrical discharge in the right foot"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss. There have been moments of dizziness with loss of balance, nausea"), dizziness ("moments of dizziness"), balance disorder ("loss of balance"), nausea ("nausea") and visual impairment ("visual disorders"). Essure treatment was not changed. At the time of the report, the adnexa uteri pain, urinary bladder haemorrhage, fatigue, myalgia, pain in extremity, disturbance in attention, amnesia, dizziness, balance disorder, nausea and visual impairment had not resolved. The reporter provided no causality assessment for adnexa uteri pain, amnesia, balance disorder, disturbance in attention, dizziness, fatigue, myalgia, nausea, pain in extremity, urinary bladder haemorrhage and visual impairment with essure. The reporter commented: essure batch numbers: d31448 (left tube), c68792 (right tube). Fatigue, muscle pain, left leg pain, electrical discharge in the right foot, pain in the left ovary, bladder bleeding, difficulty concentrating and memory loss. There have been moments of dizziness with loss of balance, nausea, visual disorders. Currently unable to live properly and especially finding a job with this disabling lifestyle. Lot number: c68792 manufacturing date: 2014-06 expiration date: 2017-06. Lot number: d31448 manufacturing date: 2014-11 expiration date: 2017-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.